Event description:
It was reported that this device was unable to interrogated with a programmer at a regular follow-up appointment. A magnet was applied over the pocket with no response. The physician alleged the device had prematurely depleted, resulting in the interrogation difficulties. The device is pending an explant procedure to resolve the event and no adverse patient consequences were reported.

Event description:
It was reported that this device was unable to interrogated with a programmer at a regular follow-up appointment. A magnet was applied over the pocket with no response. The physician alleged the device had prematurely depleted, resulting in the interrogation difficulties. The device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was subsequently received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected and detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.